Event description:
It was reported that the sleeve of the electrode perforated the patient's skin. The wound closure on the sleeve has not healed therefore, the system was explanted. It was noted that the open wound was probably infected as there was fluid leaking out a few days before explant. The electrode is not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction report being filed to update field h6. Patient codes.

Event description:
It was reported that the sleeve of the electrode perforated the patient's skin. The wound closure on the sleeve has not healed therefore, the electrode was explanted. It was noted that the open wound was probably infected as there was fluid leaking out a few days before explant. The electrode is not expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that the sleeve of the electrode perforated the patient's skin. The wound closure on the sleeve has not healed therefore, the electrode was explanted. It was noted that the open wound was probably infected as there was fluid leaking out a few days before explant. The electrode is not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction report being filed as field d6b. Explant date was updated.